Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, discussed sudden out of range measurements and normal sensing. Ts discussed possible lead conductor fracture and recommended performing a vector breakdown and discuss possible reprogramming options. This ICD remains in service. No adverse patient effects were reported.